Manufacturer narrative:
The item number and lot number of the device could not be provided, so no manufacturing evaluation could not be performed. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
The following publication was reviewed: "total endovascular repair with parallel stent-grafts for postdissection thoracoabdominal aneurysm after prior proximal repair" received through " journal of endovascular therapy 2019, vol. 26(5) 668¿675". The authors: junjun liu, md, zhenjiang li, md, jiaxuan feng, md, et al. The article aimed to evaluate the safety and efficacy of total endovascular repair with parallel stent-grafts for postoperative residual dissection thoracoabdominal aortic aneurysm (taaa). A retrospective study was undertaken of 21 patients (mean age 64.0 12.5 years; 17 men) undergoing total endovascular therapy with parallel stentgrafts for postdissection taaa after prior proximal repair between 2014 and 2016. Two parallel stent-grafts [viabahn (w. L. Gore & associates) or fluency were placed. The results stated two retrogradely revascularized left renal arteries occluded after 8 months and 18 months, respectively. One antegradely revascularized right renal artery occluded after 20 months.